Event description:
Customer reported experiencing high blood glucose readings and stated that they had a bent cannula however did not receive a no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.